Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead pin was noted to be bent after successfully positioning the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.